Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: general patient care considerations ¿assess access site for bleeding and hematoma." Section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
It was reported that a patient implanted with an impella cp developed a large pericardial effusion. The fluid was drained at the bedside to resolve the issue. The pump was malpositioned with the pigtail wrapped in the papillary. Repositioning of the pump was unsuccessful. The patient became agitated and pulled the pump across the atrioventricular, breaking the sterile sleeve. The physician pushed the impella back into position and repaired the sleeve with tegaderm. Bleeding was noted at the sheath site. Entry angle matching was performed and three units of packed red blood cells were transfused. The patient's foot became ischemic and improved without intervention. Upon explantation of the pump the original perclose sutures failed and had to be replaced, but the replacement sutures closed off the superficial femoral artery. The artery was surgically repaired. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The investigation of access site bleeding, positioning issues, product damage (sleeve damage), limb ischemia, and vascular damage - great vessel has been completed. The impella device was not returned for evaluation. Access site bleeding: due to lack of clinical details, the root cause of the access site bleeding cannot be determined. Positioning issue: due to lack of clinical information provided on how the pump became mispositioned, the root cause of the first positioning issue cannot be determined. Positioning issue: about an hour after the first positioning issue, the patient became agitated and wrapped his foot around the catheter and pulled it across the av. Based on the clinical details provided, the root cause of the positioning issue is most likely due to patient movement as the patient pulled the pump out. Product damage (sleeve damage): when the physician attempted to push the pump back in, it was noted that the sleeve became torn during when the pump was pulled out. Based on the clinical details provided, the root cause of the product damage ( sleeve damage) is most likely due to use as it became ripped when the pump was pulled out of position. Limb ischemia: the root cause of the limb ischemia was unable to be determined due to insufficient clinical details. Vascular damage - great vessel: due to lack of clinical details, the root cause of the vascular damage - great vessel cannot be determined. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-31029.